Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted (B)(6) 2020. Upon receipt the lead was found cut 43cm proximal to the lead tip. The proximal fragment was not returned. The performance of the returned fragment was scrutinized, including a visual inspection. Multiple abrasions were detected on the leads body. In particular 8cm proximal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby capped lead, whose presence was indicated in the complaint. Further damages like the deformed rv shock coil and the 39cm proximal to the lead tip deformed lead body most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Lead was explanted (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Possible noise on lead. Vf intervals detected. Patient has a capped lead that could be creating chatter. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.